Event description:
It was reported that during a video assisted thoracoscopic wedge procedure, on the second or third firing of the blue reload with seam guard the device would not open. A second device was opened and utilized to staple around the locked device. Additional tissue was removed to remove the locked device and tissue. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results showed that only the tube subassembly of the device was received with a reload loaded. The reload was fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid refiring a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. In addition, the cartridge deck damaged, and wedges were damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented; therefore, there is not enough space for the wedges pushing the driver to continue its run. If enough force is applied to the firing trigger the wedges can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No functional testing could be performed.